Manufacturer narrative:
A ge oec service representative investigated the issue. The rotational control is located on the remote user interface, the most common cause is rui failure or joystick failure. The rui would be replaced or repaired. If information received varies, and update will be filed. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system will not rotate. No c-arm motorized movement.